Manufacturer narrative:
Investigation summary: bd received three photos for investigation. After review, the photos show additive abnormality and gel air bubbles present in the tubes. Additionally, a visual inspection was conducted on 30 retained samples for additive and gel defects, with none of the retained samples failing for either additive or gel defects. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited thin gel resulting in poor barrier separation. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited thin gel resulting in poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.